Event description:
A 13f amplatzer torqvue 45 delivery system (dtv45) could not be advanced past the iliacs. An angiogram demonstrated there was severe narrowing and tortuosity in the veins and a possible retroperitoneal bleed. During this time the exchange length guidewire position was lost. The guidewire was repositioned but clot was observed in the left atrium (la). The lobe of the 26mm amplatzer cardiac plug (acp) was partially exposed from the sheath to form a ball before attempting to engage the appendage. Contrast injections to check position were performed and this demonstrated staining in the wall of the la. The acp was unable to be placed in a satisfactory position and the procedure was abandoned after multiple attempts. A transthoracic echocardiogram on the table post-procedure confirmed a tamponade and a pericardiocentesis was performed and a blood transfusion ordered. The patient was sent for a CT to check for a retroperitoneal bleed. The patient was discharged four days post procedure.

Manufacturer narrative:
The 13f dtv45 was received at sjm and decontaminated. The sheath was grossly examined, and no kinks or other damage was found. The dilator was grossly examined and the tip of the dilator contained damage consistent with a sharp object coming into contact with it. The dilator was advanced into the sheath with ease. A test 26mm acp was loaded into a test loader, advanced to the returned sheath, and deployed and retracted without difficulty. The device history record for these products was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.

Event description:
A 13f amplatzer torqvue 45 delivery system (dtv45) could not be advanced past the iliacs. An angiogram demonstrated there was severe narrowing and tortuosity in the veins and a possible retroperitoneal bleed. During this time the exchange length guidewire position was lost. The guidewire was repositioned but clot was observed in the left atrium (la). The lobe of the 26mm amplatzer cardiac plug (acp) was partially exposed from the sheath to form a ball before attempting to engage the appendage. Contrast injections to check position were performed and this demonstrated staining in the wall of the la. The acp was unable to be placed in a satisfactory position and the procedure was abandoned after multiple attempts. A transthoracic echocardiogram on the table post-procedure confirmed a tamponade and a pericardiocentesis was performed and a blood transfusion ordered. The patient was sent for a CT to check for a retroperitoneal bleed. As reported on 20 may 2014, there was no tamponade as first suspected. Any neurological deficit had resolved, and there was no retroperitoneal bleed. The patient made a full recovery and was discharged four days post procedure.